Event description:
It was reported that the clamp failed during procedure resulting in an injury.

Manufacturer narrative:
Clamp has not been returned for evaluation. What exact injury occurred is unknown. We have been unable to reach the doctor for further information. Clamp has been in service for over 2 years before incident. We do not know if the instructions in the manual were followed.